Event description:
Patient reported that the softclix lancet device protruded beyond the device's end-cap. No adverse event associated with the alleged malfunction was reported. The manufacuter requested the return of the suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.